Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging that the patient has mouth dryness, liver problems, trouble breathing, headaches, and issues with trachea. There was no serious patient harm or injury. The patient required no medical intervention. The device was returned to the manufacturer service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected, error code was observed, device was not needed for internal stock and scrapped at the manufacturer service center during the device evaluation. There was no evidence of foam degradation; neither were any foam particles visible.